Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler is currently not commercially available in the u.s. However, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat an eccentric de novo lesion located in the right coronary artery that was moderately tortuous, heavily calcified and 99% stenosed. During pre-dilatation, a traveler rx 2.5 x 15 mm traveler balloon dilatation catheter met resistance when advancing to the lesion and was inflated to 6 atmospheres. During the second inflation, the balloon ruptured at 10 atmospheres. There was resistance when removing the balloon from the anatomy. The device was replaced with a non-abbott balloon and a stent was deployed to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.